Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)((4).

Event description:
The customer reported via phone call that her blood glucose was 460 mg/dl. The patient treated via insulin pump bolus and a manual insulin injection. During troubleshooting the customer discovered a bent infusion set cannula. There were no insulin pump anomalies noted. The insulin pump was not returned for analysis.